Manufacturer narrative:
It was reported that following implant, the battery gauge was showing a low reading, and the merlin.net transmission was showing a very low battery capacity as well. The device session records and merlin.net transmissions were reviewed the following day and the battery measurements returned to a normal and expected capacity. The low reading following implant was due to cold temperature exposure prior to implant, once implanted the device will stabilize it¿s temperature and provide an accurate reading. This is expected behavior and there is no malfunction suspected.

Event description:
It was reported that the patient presented for a implantable cardiac monitor implant procedure. During the procedure, it was noted that the battery was low. It was believed that the battery would normalize over time after implant. At the next remote transmission, the battery was still low. Additionally, it was noted that the device exhibited false pause episodes due to undersensing. No intervention was performed. The patient was in stable condition.